Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the patient reported they are concerned if the lead could have dislodged and how to know this. Pt stated they have been "trying my best not to do stuff" and stated they "haven't done crazy stuff to dislodge it", but stated they think they are paranoid about it. Reviewed activities considerations. Pt stated that it doesn't seem like the wire has moved but stated they tried increasing stimulation to see what it feels like and reported when they turn stimulation up too high it "kind of hurts a little". Pt also reported they are feeling stimulation in their butt at the implant site, not in their bicycle seat area. Pt reported they are on program 1, 0.5 and when they increased stimulation while standing they felt their butt muscles cramped. Pt changed to program 2 on the call and reported still feeling stimulation in their butt at the implant site when increasing stimulation. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The patient also reported pain, discomfort/soreness/pinching and gas.

Manufacturer narrative:
Concomitant medical products: product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.